Manufacturer narrative:
(B)(4).

Event description:
The patient underwent surgery to reposition the lead. That night she was unable to move her legs; they had become stiff and rigid. The neurosurgeon was aware of the situation and didn't think it was due to the lead. The patient was hospitalized in severe pain. Further information is being requested at this time.